Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Corrected information: after receiving additional information, it was determined that the correct manufacturing site number for this event is 3004209178.

Event description:
Additional information: the patient had a lack of therapy; a return of painful symptoms. A dye study was done (B)(6) 2014 and it was determined that the catheter had dislodged/migrated. The patient recovered without permanent impairment following the catheter revision on (B)(6) 2014. The device system was delivering morphine.

Event description:
The catheter was revised; the hcp (healthcare professional) cut off and replaced the spinal segment at the anchor. The patient/device information, patient symptoms, device issue, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).